Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a laparoscopic bariatric procedure, powered stapler was use however it did not fire. Same components of device still used when a new reload was open to complete the case. There was no patient injury.